Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had the ins for her lower back. The patient was feeling stimulation which was affecting her neck and stimulation going down her arms. The patient was also having some numbness in her hands. Additional information was received from the patient and it was reported that there were no circumstances that lead to the stim in the wrong location. However, during the flare up she went to the emergency room and had imaging done. They found multiple levels of moderate to sever levels of degeneration in her neck. Which they attributed to symptoms she was experiencing. She reports that it wasn't numbness. It felt like her hand was asleep constantly. When she turned off the device the tingling wen away. She still has tingling but it doesn't bother her.